Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the patient was complaining of pain from the port site. The patient was taken to the emergency room and it was found that the tubing had disconnected from the port. The metal locking connector was still connected to the port. The tubing had fallen into the abdomen. The stain release was still attached to the locking connector but the tubing was not connected to the port. In 2009, the port was replaced and the tubing reconnected. The patient is currently fine.

Manufacturer narrative:
Date sent: 9/29/2009. Information is unavailable; device was not returned for evaluation.